Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a nurse via a company representative and forwarded by our local affiliate (B)(4). Initial and follow-up information received on 05/06 and 05/13/2009 respectively were processed together. This case involves a female patient (age nos) who commenced poly-l-lactic acid therapy (sculptra) sometime in (B)(6) 2008. Her last treatment was performed sometime in (B)(6) 2008. Relevant medical history and concomitant medication information were not mentioned. In (B)(6) 2009, the patient had a mini face lift. Three months later, her face swelled up. Steroids were given as corrective treatment, and the swelling went down. When the steroids were stopped, the swelling returned. The patient was then injected with steroids and subsequently recovered. The patient's dermatologist thought the swelling was a molecular cell reaction to a foreign body and did not consider it related to poly-l-lactic acid therapy.

Manufacturer narrative:
(B)(4). It revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event that occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Reporter's causality assessment: unrelated. Additional information received for follow-up on 06/11/2009 and 06/12/2009 from the nurse: this case concerns a (B)(6) female patient. Medical history: mini face lift. It is unknown if the patient has experienced similar events after treatment with newfill sculptra or any other product. It is unknown if histology or laboratory tests were performed. On (B)(6) 2008, the patient received treatment with poly-l-lactic acid diluted with 5ml of water with 10ml in total injected into her temples on the right and left side of her face. Batch number a7018. On (B)(6) 2008 the patient received treatment with poly-l-lactic acid (sculptra) diluted with 5ml of water with 10ml in total injected into the lower face. Batch number a7018. On (B)(6) 2008, the patient received treatment with poly-l-lactic acid (sculptra) diluted with 5ml of water with 10ml in total injected into upper face. Batch number 2a7021. On (B)(6) 2009, the patient developed a granulomatous reaction. The patient was seen by a dermatologist and given steroids as corrective treatment. The nurse stated that if the incident were to occur again, it would not lead to death or serious injury/deterioration in health. The causality assessment between the events and poly-l-lactic acid was reported was possible, but the patient also had a mini face lift which could also be the cause. (B)(4) results were received. A brr (batch record review) was performed without hint to root cause. The review of the DHR (device history records) and of the analytical results of the involved batch didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.